Event description:
The customer states that the architect c8000 phenobarbital assay (lots 41008hw00 and 42063hw00), are recovering erratic patient results. The customer stopped running patients for this assay. There is no further patient information available. There is no impact to patient management reported.

Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.